Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a separation between the catheter tubing and the hub was confirmed, but the exact cause could be determined from the photograph that was provided for investigation. The photo showed one per-q-cath hub. From the photo, it appeared that the catheter broke from the hub. The photo showed no per-q-cath tubing extending from the oversleeve. It appeared that the 2 fr tubing broke within the oversleeve. The presence of an oversleeve on the hub suggested that the product was a 2 fr PICC. Potential causes of the separation include stretching the tubing from mishandling and dressing changes; however, the exact cause was not determined. A lot history review (lhr) of rect0196 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rect0196) have been reported from the same facility.

Event description:
It was reported that the hub separated from the PICC resulting in blood loss. The PICC was removed and a new PICC placed. It was reported 2 piccs placed resulting in blood loss. This report addresses the second of two devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One catheter segment of a 2 fr per-q-cath and two luer hubs and molded joints of 2 fr per-q-cath catheters were returned for evaluation. An initial visual observation showed use residue on the returned samples. Tensile weakness was observed in the catheter segment at what appears to be its proximal end. A microscopic observation revealed the proximal end of the catheter segment was mostly flat and granular in texture. One edge of the break was observed to be angled, but smooth and granular. Segments of catheter were observed in both catheter hubs and, once the catheter hubs were dissected, it could be seen that the distal ends of these segments were mostly flat and granular in texture. The location and amount of tensile weakness observed in the catheter as well as the break surfaces of the proximal end of the catheter segment and the distal ends of the catheter segments within the catheter hubs suggest the catheters failed due to excessive tensile (pulling) force. The product IFU cautions: ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place¿ a lot history review (lhr) of rect0196 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rect0196) have been reported from the same facility.

Event description:
It was reported that the hub separated from the PICC resulting in blood loss. The PICC was removed and a new PICC placed. It was reported 2 piccs placed resulting in blood loss. This report addresses the second of two devices.